Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states their levels had been as high as 460 mg/dl. The customer treated the highs with manual injection. The customer declined to troubleshoot for the highs and believes the pump was functioning as designed.